Manufacturer narrative:
(B)(4). Device p-cap / reservoir locked properly in place and passed displacement test. Device received with corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump case was cracked. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.